Event description:
There was no patient involved in this event. The device was reported to have malfunctioned because the status indicator flashed red then changed back to green.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to specification up to the return of the device to heartsine. The information obtained from the device did not show any evidence that the device had ever entered into fault mode and caused the status indicator to illuminate and flash red. The investigation confirmed that there was a problem when an attempt was made to upgrade the software on the device to 3.2.0 using the heartsine samaritan pad universal upgrader. This device was returned within 24 hours. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.